Manufacturer narrative:
The MFR's service rep performed an on site investigation. The service rep replaced the test cradle cable. The system is operating as intended.

Event description:
The customer reported that the stenoscop will not x-ray in automatic mode. No pt injury was reported.